Event description:
It was reported that during intraoperative system diagnostics the patient experienced asystole. It was reported that a heart echo and routine ECG were unremarkable. The patient will undergo a long term ECG. Vns therapy was scheduled to be initiated at a later time as recommended by device labeling. The physician believes that the asystole is related to both vns surgery and vns stimulation. There were no medication changes that could have caused or contributed to the asystole. It was reported that the device was programmed on on (B)(6) 2014 while under ECG control. No anomalies including asystole have been observed.

Manufacturer narrative:
.